Manufacturer narrative:
(B)(4). One ligasure device was returned for evaluation. Visual inspection found no defects. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. The returned sample met specification as received by covidien and the report could not be confirmed.

Event description:
The customer reported that the ligasure did not seal well. There was no patient injury including tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.